Event description:
During a ldl-apheresis (ldl-a) procedure with liposorber la-15 system, the pt (pt) developed a shock symptom (his blood pressure (bp) dropped to 40mmhg) when 500ml of plasma was processed. The ldl-a procedure was immediately terminated and 1,000ml of saline was given i.v. To the pt. The pt recovered and no aftereffect remains. It was the very first ldl-a procedure for the pt. The pt was prescribed with an ace-inhibitor (renivace) in the other department who was in charge of the pt, however, the info was not shared with the apheresis unit and the ldl-a was conducted under the influence of the ace-inhibitor.

Manufacturer narrative:
Anaphylactoid reactions with severe hypotension including shock are known side effects, especially in pts who are concomittantly treated with ace-inhibitors, which are attributed to the dextran sulfate-cellulose gels or the ingredient of the device, "liposorber la-15 ldl adsorption columns". In (B)(6), pts being treated with any ace-inhibitor is contra-indicated to the ldl-apheresis with the device. In our investigation, the pt was found taking an ace-inhibitor, "renivace", which was prescribed by the other department of the same facility, and the apheresis unit conducted the ldl-apheresis with the device without aware of the fact that the pt was taking an ace-inhibitor. Accordingly, we believe that the event was caused by a user error to the device against contra-indication and not be any defect or malfunction of the device. The actual device used was not available for our further investigation.